Event description:
A customer reported a cartridge alarm issue with their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer was informed that they would receive a replacement pump with updated software. The customer was advised to switch to a backup insulin pump while waiting for the replacement. Instructions were provided for returning the faulty pump, programming new settings, and connecting their glucose monitor to the new pump. The customer acknowledged all instructions and requested a signature upon delivery.